Event description:
Healthcare professional reported rupture of right device diagnosed via ultrasound and mammography, capsular contracture grade IV, free silicone in capsular pocket, and calcification of the capsule. Device was explanted and replaced with a non allergan device. Record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture photo analysis: visual analysis of the photographs identified: rupture: no observed. Capsular contracture: unable to observe since it is not related to the device. Calcification: observed calcification on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
It has been determined that the device associated with this complaint record is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.